Event description:
The reporter stated that the surgeon attempted to implant an aq2010v 3 piece silicone lens. The lens stuck in the cartridge prior to insertion into the eye. No patient contact or injury. It was unknown what caused the lens to become stuck in the cartridge. The injector model that was used was a msi-pm and the cartridge model that was used was a aq cartridge fp. The reporter was unable to provide the lot numbers.